Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion at 5.9-6.0cm from the connector pin exposing the outer coil consistent with lead friction to the ICD can.

Event description:
The report is to advice of an event observed during analysis.